Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer changed out the cartridge. The customer's blood glucose was 396 mg/dl. The customer administered a manual correction.